Event description:
It was reported that during a pta / stenting treatment procedure, the shaft of the gazelle balloon catheter fractured. The patient was asymptomatic during this event. The lesion being treated was in the external iliac artery. The physician used a brite tip introducer sheath for vascular access, and a v18 guide wire to cross the lesion. The gazelle balloon was first inflated two times to 12 atms to pre-dilate a 95% stenotic lesion in the superficial femoral artery prior to placement of a wallstent. The gazelle balloon was then inflated in the external iliac artery two times to 12 atms to pre-dilate the lesion. The gazelle balloon was removed from the patient and a fracture was noted in the distal shaft of the balloon catheter. The separated portion was retrieved from the introducer sheath, and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.